Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed based on the archive data review and during the functional testing. The root cause for the reported complaint was due to the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2014 and is more than 6 years old, well beyond the expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data review showed the user advisory (ua) 18 error message to have occurred on the customer's reported event date, thus confirming the reported complaint. During initial functional testing, the returned platform displayed user advisory (ua) 18 error message, thus confirming the reported complaint. Deburring of the clutch plate needs to be performed to remedy the fault. Also, further investigation revealed that the drivetrain motor brake assembly air gap was out of specification as a result of normal wear and tear, unrelated to the reported complaint. The brake gap was adjusted within the specification to remedy the fault. The load cell characterization test was performed and confirmed both cell modules were functioning within the specification. Waiting for the customer approval for repair historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed based on the archive data review and during the functional testing. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2014 and is more than 6 years old, well beyond the expected service life of 5 years. The brake gap was adjusted within the specification to remedy the fault. During visual inspection, there was no physical damage observed on the autopulse platform. Also, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristic of normal wear and tear. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. The impact of the sticky clutch was not severe enough to make the platform non-functional. In addition, some of the screws were noted missing from the platform cover. The root cause is due user mishandling. This observation is not related to the reported event. The archive data review showed the user advisory (ua) 18 error message to have occurred on the customer's reported event date, thus confirming the reported complaint. During initial functional testing, the returned platform displayed user advisory (ua) 18 error message, thus confirming the reported complaint. During further functional testing, a load cell characterization test was performed and confirmed both cell modules were functioning within the specification. Waiting for the customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua)18 (max take-up revolution exceeded) error message when used with a standard demo manikin. No patient involvement.